Event description:
Investigation result is available now.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g4, g7, h10. Event description: on (B)(6) 2017 the patient underwent right total hip replacement due to right femur head necrosis. The operation went smoothly and the postoperative recovery was good. On (B)(6) 2018, the patient was admitted to the hospital due to unbearable right hip pain without obvious cause, accompanied by right hip movement limitation, unable to stand and walk. A admission dr showed central dislocation of the right acetabulum. On (B)(6) 2018, the patient underwent revision surgery. The sales representative states that the patient's osteoporosis, the weakness of the acetabular wall and a patient fall caused the cup to dislocate. X-rays: one undated x-ray has been photographed off the computer screen with low image quality. The x-ray shows a bilateral total hip replacement. There is a radiolucent line along the right acetabular cup and three screws. Due to the missing date it remains unknown at which point in time the x-ray has been taken, therefore, the results cannot be considered for the conclusion. Patient data: the patient is 63 years old. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. The product has not been returned, as the product is not thought to be the cause of the reported issue. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: on (B)(6) 2017 the patient underwent right total hip replacement due to right femur head necrosis. The operation went smoothly and the postoperative recovery was good. On (B)(6) 2018, the patient was admitted to the hospital due to unbearable right hip pain without obvious cause, accompanied by right hip movement limitation, unable to stand and walk. A admission dr showed central dislocation of the right acetabulum. On (B)(6)2018, the patient underwent revision surgery. The sales representative, who was not present during the event, states that the patient's osteoporosis, the weakness of the acetabular wall and a patient fall caused the cup to dislocate. No product was returned, hence visual and dimensional evaluation could not be performed and the condition of the parts remains unknown. Due to lack of medical records and missing x-ray follow-up, the reported event cannot be confirmed solely based on the event description. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the insufficient event description, the lack of medical records and the unavailability of the products, we were neither able to confirm the reported event nor to identify a specific root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: allofit-s alloclassic shell 54 /jj; item#4266; lot#2838340; bone screw self-tapping 6.5 mm dia. 30 mm length; item#00625006530; lot#62935939; bone screw self-tapping 6.5 mm dia. 25 mm length; item#00625006525; lot#62954002; femoral head sterile product do not resterilize 12/14 taper; item#00801803201; lot#63536811. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain and dislocation.